Event description:
Impella cp was inserted via femoral artery in a 70-year-old male for acute decompensated cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d. The impella device functioned within expected flow range for the given p-level (p-8 3.8l/min). While on support there was noted hematuria, device was repositioned however it did not clear the urine. After approximately 4 days on support the decision was made to withdraw care.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. A4, a5, and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: ppae (hematuria) : the cause of the injury was not determined due to insufficient clinical details.